Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts were contaminated. Analysis also found the battery drawer, upper case, lower case, ring, and ring cover were damaged. (B)(4).

Event description:
It was reported the external pulse generator (epg) had damage of the outside case. The epg was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.